Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the syringe plunger was not detected. And the pump still doesn't work. Even after calibration. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the syringe plunger was not detected. No previous service noted in the last 12 months. Event logs confirmed complaint. Onboarding tests confirmed the complaint. The device was repaired by re-seating the gears and spring correctly in the plunger. The device was validated using the onboard performance verification test, and the pump passed all validation tests.